Manufacturer narrative:
Date of event: exact date unknown, event occurred at the end of (B)(6) 2021.

Event description:
It was reported that the patient experienced loss of stimulation despite reprogramming attempt. The physician confirmed that the lead had migrated, fractured and contacts were off. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned.